Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during dwell 1 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2267 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) cycle power and system error 2367 alarmed. The tsr advised the hp to disconnect and restart the setup with all new supplies. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2267 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident, and she had not told her nurse about the alarm. The patient was advised to let her nurse know about the alarm. The hp said the alarm woke her up, and she did not remember much of the event. The hp said that she set up therapy again and continued therapy but got off early the next morning. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.